Event description:
Resident was positioned in the lift in the high position during transfer. The lift arm at the area that connects to the main frame of the lift came apart resulting in the resident falling to the floor, landing on their right side, striking the right side of their head and face.